Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 468mg/dl, 268mg/dl, 218 mg/dl. The customer was treated with the insulin pump. The insulin pump had motor error alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The customer mentioned that insulin pump was not delivering insulin and she checked her site it was bleeding. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The troubleshooting was performed for pump error and high blood glucose. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.